Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer would shut down during interrogations, though it did confirm the customer comment that the case handle was broken. It was noted that the programmer initially had a very long boot time while pulling its "get logs" and the screen went black several times and stayed black for a while. However, after the "get logs" were pulled the programmer consistently booted up in 44 seconds. It was further noted that the hard drive health was found to be less than 100% and needed to be replaced as a preventive measure. The device was to be scrapped due to a lack of available hard drives. (B)(4).

Event description:
It was reported that the programmer kept shutting down during interrogations. It was further reported that the handle was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.